Event description:
New information received indicated that the recommended programming changes were made when patient presented to the clinic. Patient's condition was unaffected by the new programming change.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a follow-up session, the patient's ICD exhibited t wave oversensing. Reprogramming will occur at a follow-up visit. No patient symptoms were reported.